Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Customer reports the tubing of the extension set "broke off" from the male end connector during pt use. Leakage noted when nurse observed wet spot on pt's sheet. Nurse looked at IV tubing and found the male end of the luer lock was "slightly broken open and leaking." Subsequently, the solution set was changed. There was minimal blood loss upon changing the set. No other medical intervention was needed, no pt injury.